Event description:
It was reported that noise on the ventricular channel was observed. As a result, inappropriate high voltage therapy was delivered. Noise on ventricular channel was caused by a lead dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.